Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) collar and front left bezel is cracked. The upper case was broken. It was also determined at analysis that both output connectors were broken. Two bosses were damaged in the upper case, unable to remove the screws. The liquid-crystal display (lcd) flex was damaged. The atrial output nut was dented, and both wires on the lcd were pinched (not compromised). The battery drawer needs a shorting bar eco. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) collar and front left bezel is cracked. The epg was returned to service and repair. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.